Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of stapling during a laparoscopic gastrectomy, the surgeon was not able to shoot the reload. Another reload was used to complete the case. There was no patient injury.